Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this pacemaker felt that the device moved radically when bending over. The patient intermittently felt left temple pain, stabbing pain, then more pain down the right arm to right elbow, around the chest to the left side and felt chest tightness. The boston scientific technical services (ts) referred the patient to the physician. Additional information indicated that device migration was confirmed and a pocket revision was scheduled. Subsequently, the device was repositioned and sutured down. The product remains in service. No additional adverse patient effects were reported.